Manufacturer narrative:
Follow-up information received on 16-feb-2016: despite follow-up attempts, no response was given to date. The ptc investigation result was received on 17-feb-2016. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned deice. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she underwent CT scan and ultrasound and the result showed only one device was detected. The right side essure was very high up in fallopian tubes (seen as device dislocation). Hysterectomy was scheduled. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known, however considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, another serious event (inflammation in uterers - unlisted and unrelated) and non-serious events were reported. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5058280) in united states on 18-dec-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer reported that several months after essure insertion, she started to suffer from back pain to lack of sex desire because the pain associated with it, irregular periods, severe cramps, headache and a cyst that would come an go on a regular base. She finally went to a physician and decide to undergo a hysterectomy. She is suffering from anxiety and depression because she is fearful of the surgery scheduled. After various tests, CT scan and ultrasound only one device was detected. The right side essure was very high up in the fallopian tube, making impossible to leave the fallopian tubes in. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she underwent CT scan and ultrasound and the result showed only one device was detected. The right side essure was very high up in fallopian tubes (seen as device dislocation). Hysterectomy was scheduled. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known, however considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, another serious event (inflammation in uterers - unlisted and unrelated) and non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs